Manufacturer narrative:
Analysis of the cart 9734056 s7 staff shrt 100-120v intl (serial #: (B)(4)) found no failure, as it passed the work order. Analysis of the battery 9733627 lead acid 24v 34w (lot #: 150303) found no failure. The returned battery was connected to a known good ups and allowed to fully charge before testing. With a load applied consisting of a 500w lamp and under battery power the ups ran for almost six minutes before shutting down. The battery should power this load for at least three minutes. There is no 510k number for this product as the product is not marketed in the us. Product event summary # matters s7 failed battery test, other relevant device(s) are: product ID: 9733627, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that during routine inspection, the following issue was noted. The product in question was scheduled to be replaced. When ups test for the system's battery was performed, the result was ¿bad¿. There was no patient present.